Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: suspected false positive.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Complaint is unable to be confirmed with the information present and the root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument serial number, ft2447 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/30/2013. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. Complaints for ¿results¿ issues which included "false positives" complaints are under statistical control for the month of march 2022. The upper control limit was not breached. Quality will continue to monitor the "false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: suspected false positive